Manufacturer narrative:
B5. Describe event or problem- corrected. Device evaluated by MFR: the synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 38.5 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.50 x 16 mm synergy xd drug eluting stent was advanced for treatment of coronary blockage. However, during the attempt to cross the tight lesion, the shaft of the device fractured. The device fragments were completely retrieved from the guide and the procedure was completed successfully. No patient complications were reported. It was further reported that the device was synergy ii and not synergy xd as previously reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.50 x 16 mm synergy xd drug eluting stent was advanced for treatment of coronary blockage. However, during the attempt to cross the tight lesion, the shaft of the device fractured. The device fragments were completely retrieved from the guide and the procedure was completed successfully. No patient complications were reported.